Event description:
Boston scientific received information that the lead safety switch (lss) tripped for the competitive right ventricular (rv) lead due to low out of range impedance measurements. The clinician noted that when she tries to program the lead back to bipolar, the lss is triggered which puts the lead back into unipolar sensing. The clinician also noted that the impedance issue along with noise has been intermittently occurring since implant and it was discovered via the remote home monitoring system. Since the patient does not pace often, the physician opted to leave the competitive rv lead programmed unipolar and will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.